Event description:
It was reported that the insulin pump is not delivering insulin. Caller stated that son is experiencing lows of 20 mg/dl to high of 596 mg/dl. Physician stated that the issue may be the insulin pump. Caller declined to troubleshoot the insulin pump, requesting replacement. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.